Event description:
On (B)(6) 2009, the pt reported his insulin infusion device went into the stop mode without first giving an alert or error message. He reported that the week before and on (B)(6) 2009, he awoke to find his device in stop mode. To troubleshoot, the pt was instructed to check the alarm history on his device and he confirmed no alarms were given for the times of the incidents. On follow up on (B)(6)2009, the pt stated he had changed his insulin cartridge prior to the incident on (B)(6) 2009, but is sure he placed his device back into run. He said his device has not gone into stop without giving an alert since the initial report. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.